Event description:
Follow up information identified the patient underwent surgical intervention to reposition the lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an occipital system (off-label) which includes two leads from the same lot. It was reported has not been receiving right sided stimulation for approximately three months. The patient reports he had been doing repetitive overhead motion at the time. Fluoroscopy shows multiple contacts on the right lead have migrated midline. In addition, one of the contacts is showing high impedance. Surgical intervention is pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.